Manufacturer narrative:
H6: investigation summary: bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. Complaints for reported catalog have been received. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. Complaint is unconfirmed. No correctives actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process.

Event description:
It was reported that there was possible contamination with 2 bd bactec¿ lytic/10 anaerobic/f culture vials (plastic). The bottles tested positive for p. Urinalis. Patients were not treated for the organism. There was no report of patient impact. The following information was provided by the initial reporter: customer reporting possible contamination in bactec anaerobic lytic bottles.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there was possible contamination with 2 bd bactec¿ lytic/10 anaerobic/f culture vials (plastic). The bottles tested positive for p. Urinalis. Patients were not treated for the organism. There was no report of patient impact. The following information was provided by the initial reporter: customer reporting possible contamination in bactec anaerobic lytic bottles.